Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03gdq, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead was replaced due to stimulation in the wrong location and lead migration. The patient was experiencing uncomfortable stimulation in the buttocks. The lead had pulled back a distance of two electrodes. The patient had pain at the lead site and a loss of efficacy. Impedance testing, x-rays, and reprogramming were performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was doing well.